Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine (duramorph) 1mg/ml at 0.1 mg/day, indicated for malignant pain. It was reported that patient had an infection and complained of pain at the pump site. It was stated that the event occurred post-op on (B)(6) 2016. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was in the emergency room and was placed on antibiotics, and the pump and catheter were explanted on (B)(6) 2016. Th e issue was considered resolved at the time of the report and the patient¿s status was alive- no injury. The patient¿s medical history included endometriosis. It was noted that the family was unable to travel weekly to have the patient¿s pump titrated due to it being a long drive.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed no anomaly. As per the pump¿s log, duramorph with concentration 1.0 mg/ml was being administered at a simple continuous dose rate of 0.1998 mg/day as of (B)(6) 2016. The previously applied results code (B)(4) and conclusion code (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.